Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the left ventricle (lv) lead was not capturing due to dislodgement. On (B)(6) 2022, the physician elected to reposition lv lead. There were no patient consequences.